Event description:
It was reported that postoperatively on (B)(6) 2022, the patient underwent a variable angle (va) locking compression (lcp) proximal tibia plating construct removal procedure for an unknown reason. All the hardware was successfully removed. The patient outcome was reported as good. This report is for an unknown proximal tibial plate construct. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown proximal tibial plate construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.